Event description:
A malfunction was reported when the pump declared alarm 20 during insulin pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to resolve the issue initially, even after assistance, so a replacement pump was arranged by technical support. Meanwhile, the customer will use multiple daily injections to ensure continued insulin delivery. The problematic pump will be returned to tandem using a pre-paid label.